Event description:
Caller reported that the pump battery was depleting too quickly. There was no adverse impact to the customer's blood glucose level. No additional information was received regarding the outcome of the event, and follow-up with the customer was pending.